Event description:
Information received indicates the bed will intermittently go into trendelenburg on its own with no function buttons pressed.

Manufacturer narrative:
After replacing the power board, the technician replaced the logic board to repair the bed.